Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced and reconnected the cable connection between the power pcb assembly and the therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank.

Event description:
The third party service agent contacted physio-control to report that on their customer device had on/off button would not respond when pressed. As a result, defibrillation therapy may not be delivered, if it were necessary. There were no reports of adverse effects to the patient as a result of the reported issue.